Manufacturer narrative:
Lead model 3093-28, lot # v799458, implanted:(B)(6) 2011, explanted: (B)(6) 2012. Programmer model 3037, serial # (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lead s" educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported that during an explant procedure, the lead was broken and fragments were left in place. The device system was being explanted in order to perform a magnetic resonance imaging (MRI) scan. Additional information was requested.